Event description:
T was reported that an implantable defibrillator was replaced due to end of service. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) a low battery voltage was measured; however, electrical analysis did not find any anomalies within the device or the hybrid. The hybrid had nominal current drain. The cause of the battery depletion was not identified.